Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately three years eight days later post stent placement on the left leg, the subject had an adverse event of instent restenosis of the left common iliac artery. Reportedly, the adverse event was possibly related to the study device and not related to the study procedure. It was further reported that the patient underwent re-intervention on the left leg on the target lesion instent restenosis with initial stenosis of 50% and final residual stenosis of 25% by using standard percutaneous transluminal angioplasty and drug coated balloon. The outcome of the adverse event was recovered. However, the current status of the patient was unknown.

Event description:
It was reported through the results of the clinical trial that approximately three years and eight days later post stent placement on the left leg, the subject had an adverse event of instent restenosis of the left common iliac artery. Reportedly, the adverse event was possibly related to the study device and not related to the study procedure. It was further reported that the patient underwent re-intervention on the left leg on the target lesion instent restenosis with initial stenosis of fifty percent and final residual stenosis of twenty percent by using standard percutaneous transluminal angioplasty and drug coated balloon. The outcome of the adverse event was recovered. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the stent was not returned for evaluation. The stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately three years and seven days later post a stent placement on the left leg, the subject had an adverse event of instent restenosis of the left common iliac artery. Reportedly, the adverse event was possibly related to the study device and not related to the study procedure. It was further reported that the patient underwent re-intervention on the left leg on the target lesion instent restenosis with initial stenosis of fifty percent and final residual stenosis of twenty percent by using standard percutaneous transluminal angioplasty and drug coated balloon. The outcome of the adverse event was recovered. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the IFU, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.